Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun melsungen internal report number (B)(4). Multiple attempts to obtain the device, logs and/or additional information were not successful. Without the actual device or logs, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the device, logs and/or any additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports, "2 blood infusions on same pump seemed to run in slower than expected. They were set at 150ml/hour to run in over 2 hours but there was still approximately 100ml left in the bag of each infusion." Occurred during patient therapy. Blood infused slower than expected. No patient injury. No medical intervention. Blood tubing: ref 363019, lot 0061515436; ml listed on each unit of blood: 365ml; line was primed with saline and some of that volume did run into patient.